Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the index procedure was performed. The target lesion was located in the distal right coronary artery with 80% stenosis and was 21 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm study stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and other antiplatelet medications. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No other action was taken with regards to this event. There was no myocardial infarction or stent thrombosis. Four days later, he event was considered as recovered/resolved and the subject was discharged home on the same day on aspirin and other antiplatelet medications.

Manufacturer narrative:
Device is a combination product. D4: model number updted from unknown to 9551. D4: lot number updated from unknown to 0022665941. D4: catalog number updated from unknown to 9551. D4: expiration date updated from unknown to 9/10/2020. D4: unique identifier (UDI) # updated from unknown to (B)(4). H4: device manufacture date updated from unknown to 09/11/2018.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the index procedure was performed. The target lesion was located in the distal right coronary artery with 80% stenosis and was 21 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm study stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and other antiplatelet medications. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No other action was taken with regards to this event. There was no myocardial infarction or stent thrombosis. Four days later, the event was considered as recovered/resolved and the subject was discharged home on the same day on aspirin and other antiplatelet medications. It was further reported that percutaneous coronary intervention was performed to treat the event.

Manufacturer narrative:
Device is a combination product. Outcomes attrib to adv event and describe event or problem updated.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier (B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the index procedure was performed. The target lesion was located in the distal right coronary artery with 80% stenosis and was 21 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 24 mm study stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Seven days later, the subject was discharged on aspirin and other antiplatelet medications. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No other action was taken with regards to this event. There was no myocardial infarction or stent thrombosis. Four days later, he event was considered as recovered/resolved and the subject was discharged home on the same day on aspirin and other antiplatelet medications.